Manufacturer narrative:
This supplemental report is being filed to capture the product return date. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse patient effects reported. The product was explanted.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse patient effects reported. The product was explanted.